Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus medical systems india, there was the possibility that the reported phenomenon was attributed to the failure of the power supply circuit board and the image processing circuit board due to the aging degradation. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance at the service department of olympus medical systems (B)(4), it was found that the power of the subject device could not be turned on due to the failure of power supply board, and the image of the subject device could not be displayed due to a failure of the printed circuit board. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.